Event description:
It was reported that the patient underwent a revision procedure wherein the implantable pulse generator (ipg) was relocated due to discomfort. The ipg remains implanted. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.